Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device did not deploy correctly. The procedure was an aortic iliac angiograms and common iliac artery stent. The procedure sheath was a micropuncture, then 6 and 7 french sheath. There was a pre-deployment angiogram performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The angio-seal device did not work and was not used. Hemostasis was achieved by 15 minutes of manual pressure, a safeguard and a sandbag. The patient was in stable condition. The procedure outcome was a success. Additional information was received april 16, 2019: the doctor reported that the footplate did not deploy when he pulled back the device and the foot plate and collagen and suture all came out of the patient. Manual pressure was held and the patient was fine.